Event description:
It was reported that the burr was difficult to remove. A rotalink plus was selected for use. During the procedure, when the rotalink plus device was tried to be removed, the rotawire was kinked. It was noted that the rotalink plus device was difficult to remove. The system was pulled out and completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.